Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 789033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis cystic and adenomyosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia") and was found to have leiomyoma ("leiomyomata"). The patient was treated with surgery (total laparoscopic-assisted hysterectomy bilateral salpingo-oophorectomy cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, leiomyoma and pelvic pain to be related to essure. The reporter commented: 3,4 coils will after each placement. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:pelvic pain. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received: " previously reported event injury to herself replaced with pelvic pain. Case category upgraded to serious incident. Events dysmenorrhea, dysareunia and leiomyoma added. Reporter, lot number, medical history, essure removal date added and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 789033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis cystic and adenomyosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia") and was found to have leiomyoma ("leiomyomata"). The patient was treated with surgery (total laparoscopic-assisted hysterectomy bilateral salpingo-oophorectomy cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, leiomyoma and pelvic pain to be related to essure. The reporter commented: 3,4 coils will after each placement. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:pelvic pain. Lot number: 789033 manufacture date: (B)(6)2010. Expiration date: 2013-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.